Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) (m1/m2 bifurcation) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) and experienced a mild subarachnoid hemorrhage (sah) after the procedure. A balloon guide catheter (size/brand/manufacturer not specified) was advanced to the internal carotid artery (ica) and the embotrap iii was used in conjunction with a cat6 aspiration catheter (stryker). The first pass did not result in recanalization, but during the second pass, the target thrombus was removed and tici score of 3 was obtained. Mild sah was noted post-procedure.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot: the lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Lot: the lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) (m1/m2 bifurcation) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) and experienced a mild subarachnoid hemorrhage (sah) after the procedure. A balloon guide catheter (size/brand/manufacturer not specified) was advanced to the internal carotid artery (ica) and the embotrap iii was used in conjunction with a cat6 aspiration catheter (stryker). The first pass did not result in recanalization, but during the second pass, the target thrombus was removed and tici score of 3 was obtained. Mild sah was noted post-procedure.

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) (m1/m2 bifurcation) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) and experienced a mild subarachnoid hemorrhage (sah) after the procedure. A balloon guide catheter (size/brand/manufacturer not specified) was advanced to the internal carotid artery (ica) and the embotrap iii was used in conjunction with a cat6 aspiration catheter (stryker). The first pass did not result in recanalization, but during the second pass, the target thrombus was removed and tici score of 3 was obtained. Mild sah was noted post-procedure. No further information was provided at the time of complaint initiation. The device was no returned, therefore, no further investigation can be performed. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. Hemorrhage secondary to vascular injury is a well-known potential complication associated with the use of the embotrap iii in mechanical thrombectomy procedures. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are vessel characteristics, clot burden/characteristics, device selection, operator technique, and mechanical manipulation of devices within the artery that may have contributed to the reported event. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. The sah secondary to vessel trauma is considered a serious injury and the relationship of the device to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.